Event description:
It has been reported to the company that the guide catheter kinked and then separated inside the patient. The guide kinked and became unraveled while being removed through the sheath. The guide was stuck in the sheath, and the physician decided to send the patient to surgery for removal of the guide. The patient is reported to be fine.